Event description:
On 10/19: customer reports male having a CT angio of the lower extremities. Staff had loaded the injector with a prefilled optiray 350, 125ml syringe on the a side, and a prefilled saline 125ml syringe on the b side. Entered the injection protocol of 4ml/sec, volume of 124ml contrast, 4ml/sec volume 31ml saline. Technologist pushed the patency check button, and then the start button. At this time the injector injected the full entered protocol, not doing the patency check step. The pt is fine and the procedure was completed.

Manufacturer narrative:
Field service engineer verified proper operation per optivantage dh service manual and completed service checklist. Unit was fully functional and no problem found with equipment. System returned to full service by the customer.